Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02510.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer experienced nausea, heartburn and diarrhea. The customer also reported discrepancies between the sensor glucose and blood glucose readings. Found that the customer has been calibrating as much as eight times per day when her blood glucose levels are not stable. Advised the customer to calibrate four times a day when her blood glucose levels are stable. Nothing further was reported.